Event description:
The patient experienced a left saline implant rupture with resultant asymmetry. The patient underwent surgery to remove both the left and right breast implants. She did not have new breast implants placed. There was no information of the implant type noted by the physician on removal of the implant.